Event description:
Inamed aesthetics allergan mcghan 68 saline filled breast implants. Constantly painful, chronic fatigue, candida overgrowth, tender lymph nodes, malabsorption issues, thrush, joint pain, fever, memory loss, brain fog, sudden allergies to gluten, yeast, dairy, sugar, leaky gut, body odor chest area, weight gain 50 lbs. Been to numerous drs, had many tests. No one can indicate where to "yeast/mold" overgrowth is coming from until one dr suggested the breast implant and capsule bacteria build up inside and outside the implant. FDA safety report ID# (B)(4).